Event description:
Patient was in house for scheduled chemotherapy including cisplatin that should have been given over 6 hours. The rn programmed the pump for 70 ml/hr but somehow the entire bag infused even though the volume logged infused by the pump was ~60 ml. Testing by clinical engineering confirmed pump was not infusing properly as described. Reported to manufacturer. Manufacturer response for pump, infusion, plum 360 (per site reporter) to be determined. Device to be evaluated.